Event description:
During prep the negative pressure, the physician found the negative pressure could not be maintained with the pta savvy small vessel 2x6 (B)(4). It was suspected that the balloon broke. Then, the device was changed to use another balloon to complete the procedure. The device will be returned for eval. The product was new, and the product was stored per (IFU) instruction for use guidelines. No other issues occurred during removal. The product did not come in contact with any other sharp objects that may have lead to balloon damage. No solution exited any other area of the pta catheter. Other than the reported event, no other damages were noticed anywhere on the device.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.